Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored ventricular episode. Upon review, the presenting electrogram (egm) showed that the patient was initially in a ventricular arrhythmia (vt), the device attempted to deliver an appropriate shock, however, the vt appeared to have self converted which led to the device to divert the shock. The vt returned, and the device began charging to deliver a shock, the vt self converted once more, however the shock was committed, and the ICD delivered the shock. Ts observed that the delivered shock appeared to have induced an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia, which led to the ventricular rhythm to organize to a dual arrhythmia. The device appropriately delivered a shock that converted the ventricular rhythm, however the af with rvr persisted in the vt zone which resulted in an inappropriate shock to be delivered. The patient remained in af but the ventricular rate slowed below to the monitor zone. The presenting egm showed the device operated as expected. Ts discussed possible programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.